Event description:
Male pt with a proximal aortic neck measured at 12 mm in length and was angulated, underwent aaa repair in 2007. The procedure went as labeled but on final angio a proximal type I endoleak was observed. The physician then placed a palmaz stent and this resolved the endoleak.

Manufacturer narrative:
Evaluation: the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. No product was returned to assist in this investigation. An internal clinical review of the information provided by the physician indicated that a type I endoleak may have occurred due to patient anatomy and user error.